Manufacturer narrative:
Patient information was not provided. On september 26, 2016, sorin group received a user medwatch report (mw5064715) regarding this event. However, the user report was filed against the disposable and not the equipment. Please reference medwatch report number 9680841-2016-00503 for information on the disposable. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the delivery of cardioplegia for the sorin s5 system lost flow and almost all pressure for about 15 minutes. The entire circuit and heart-lung machine were switched out to continue the procedure. The case was completed without further incident. There was no report of patient injury. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the delivery of cardioplegia for the sorin s5 system lost flow and almost all pressure for about 15 minutes. The entire circuit and heart-lung machine were switched out to continue the procedure. The case was completed without further incident. There was no report of patient injury.

Manufacturer narrative:
In the initial report, submitted october 6, 2016, it was stated that the involved unit was a sorin s5 system (model 48-30-00, sn (B)(4)). A review of the service documented identified that the event actually involved a cp5 unit. This report is being submitted to document this correction. Sorin group (B)(4) received a report that the cardioplegia delivere of the sorin centrifugal pump 5 (cp5) lost flow and almost all pressure for about 15 minutes. The entire circuit and heart-lung machine were switched out to continue the procedure. The case was completed without further incident. There was no report of patient injury. Brand name: sorin centrifugal pump 5 (cp5). Common device name: control, pump speed, cardiopulmonary bypass, product code: dwa. Additional device information: model #: 60-01-04, serial #: (B)(4). PMA/510(k): k112225. Device manufacture date: 09/05/2013. (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cardioplegia delivere of the sorin centrifugal pump 5 (cp5) lost flow and almost all pressure for about 15 minutes. The entire circuit and heart-lung machine were switched out to continue the procedure. The case was completed without further incident. There was no report of patient injury. The investigation is on-going. A follow-up report will be sent when the investigation is complete.